Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h10 a device evaluation was performed and the customer's allegation of receiving an e221 error code was confirmed. Additionally, the device evaluation found a failure of the camera cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Since there was a failure of the cable, there is a possibility that a failure of the charged coupled device (ccd) occurred. It is assumed that normal communication was not possible, leading to the e221 error. This issue is address in the instructions for use: code:e221. Error message:camera head communication error possible cause:camera head communication is failed. Solution:immediately turn the camera control unit off. Reconnect the camera head and turn it on again after a while. If the same problem occurs after turning the camera control unit on again, immediately turn it off, unplug the power cord from the wall mains outlet and the ac power inlet on the camera control unit, then contact olympus. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head displayed an e221 error code when the system was turned on after plugging in the camera. The issue occurred during preparation for a therapeutic laparoscopy. The procedure was completed ¿normally¿ using ¿spare parts provided by olympus¿. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head displayed an e221 error code when the system was turned on after plugging in the camera. The issue occurred during preparation for a therapeutic laparoscopy. The procedure was completed ¿normally¿ using ¿spare parts provided by olympus¿. There were no reports of patient harm.